Manufacturer narrative:
Continuation of d10: product ID 37651, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that an x-ray was taken.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) regarding the already reported events. It was reiterated that the implantable neurostimulator (ins) has shifted in the last two years and patient experiences shocking sensations when bending over. The patient is experiencing difficulty coupling with the implantable neurostimulator (ins). No environmental/external/patient factors that may have led or contributed to the issue were identified. The patient¿s neurologist reports impedances are good, and the patient is programmed in bipolar configuration. Next actions planned is for the patient to see neurosurgery and will be getting a wireless recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37651 (serial: (B)(6) ); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reports difficulty maintaining coupling during charging and also notes a ¿shocking¿ sensation in her chest when she bends over. The patient notes that about two years ago the shocking sensation started (used to be random and as of a year ago it¿s only when she bends over). She also notes that the implant position started to shift two years ago. Her neurologist reports no impedance issues and that the patient is programmed in bipolar configuration. The patient will be seen at neurosurgery for a consult 1/13 and the patient will receive a wireless charger to help with the coupling issue. Issue remains unresolved as of this report.